Manufacturer narrative:
As reported, patient had ongoing pain post implant of capsure device. The degree to which the implanted capsure fasteners, may be causing, or contributing to the ongoing pain is unknown. The adverse reactions section of the instructions-for-use supplied with the device list pain as a possible complication. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024 patient underwent bilateral inguinal hernia repair with the implant 2 pro-peritoneal plates under laparoscopy during which the capsure device was used to fixate the mesh. The mesh were each attached to the corresponding cooper's ligament with one (1) capsure staple. As reported patient has persistent pain 6 months postoperative which has affected his daily activities. Patient underwent a CT scan which as reported did not reveal anything.